Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. A device replacement procedure was performed for an unrelated reason, and a 41 joule commanded shock was delivered with the device, which resulted in shock impedance measurements of 113 ohms. The physician chose to keep this lead implanted with the new device. A painless shock lead impedance test was performed which showed shock impedances of greater than 200 ohms. A commanded shock was again performed which showed shock impedances of 100 ohms. The device was reprogrammed, and the lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. A device replacement procedure was performed for an unrelated reason, and a 41 joule commanded shock was delivered with the device, which resulted in shock impedance measurements of 113 ohms. The physician chose to keep this lead implanted with the new device. A painless shock lead impedance test was performed which showed shock impedances of greater than 200 ohms. A commanded shock was again performed which showed shock impedances of 100 ohms. The device was reprogrammed, and the lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the lead later exhibited a shock impedance of greater than 145 ohms with a subsequent code 1005, indicative of an open circuit condition was detected during shock delivery. Shocks had been delivered via the device. No additional adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.